Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the glenoid component being loose; the surgeon removed the glenoid and humeral head and implanted a new humeral head.